Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. A talent cuff was implanted two years later. It was reported that approximately seven years and eight months post implant of the talent cuff a CT revealed a type iii separation endoleak between the aneurx bifurcate stent graft and the talent aortic cuff. The patient underwent repair of the endoleak. Two endurant stent grafts and an occluder were implanted. The intervention was successful and the endoleak was resolved. The patient was doing well and was scheduled to be released from hospital the following day. Per the physician, the cause of the endoleak was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.